Manufacturer narrative:
According to the complainant, the device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a genesys hydrothermablation prothrecerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2017 under general anesthesia. According to the complainant, three fluid loss alarms occurred about six minutes left in the ablation phase. The first was a fluid loss of 5cc, the second was about 4cc and the third fluid loss was 21cc which moved the machine to shut down. The doctor pulled the scope out of the patient and caused a superficial burn to the posterior portion of the vagina. When they continued the procedure, the control unit automatically gave an error of insufficient fluid and it did not give an option of a minute and a half to cool down but instead it went to a ten minute cool down. The burn was treated with a silvadene cream. The patient was fine and was discharged. An additional attempt has been made to obtain follow up event details with no response from the clinician.